Event description:
The customer reported that the insulin pump alarmed every time he rewinds, and he has wasted a lot of insulin due to this. The blood glucose reading was 380mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched display window, cracked glass, and cracked case at the display window corners.